Event description:
Customer reported the insulin pump alarmed button error. Customer's blood glucose was 110 mg/dl. Customer was advised to discontinue use of the insulin pump and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No button error alarm. Intermittent button response due to moisture damage keypad traces. Minor scratches on lcd window, cracked display window corners and cracked reservoir tube lip.